Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. However a photo was provided. Based on the results of the photo evaluation, visual examination noted a small black dot on the drip chamber. However, without the actual sample a thorough investigation could not be performed and the root cause was unable to be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400451211. Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there appeared to be a stain either embedded in the plastic of the drip chamber or inside the drip chamber. This was found when the package was opened. No patient involvement.